Event description:
Medtronic received information that 6 months after the implant of this bioprosthetic pulmonary valved conduit, at least six stent fractures were noted on fluoroscopy with some loss of stent integrity. One year post implant, the patient was admitted to the hospital with clinical signs of right heart failure at which time, a second valve was successfully implanted. Over four years post implant, it was reported that during a routine annual visit; echocardiographic evaluation revealed poor right ventricular function with moderate to severe tricuspid regurgitation and a dilated right atrium (ra). The mean right ventricular outflow track (rvot) gradient was 37. Subsequently, the rvot conduit was replaced and tricuspid valve repair performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, this valve was received with a second melody valve and two bare metal stents. Pieces of native wall tissue remained attached. A longitudinal cut through all four devices was observed on one side. Stent fractures are observed on the outer melody valve (sn (B)(4)) adjacent to the inflow orifice. Two leaflets appeared adhered to the valve wall. The other leaflet, cut longitudinally during explant, appeared to have one commissure, which was intact. Tears were noted in the other two commissures. Traces of glistening off white pannus were noted on the inflow and outflow orifices. Pannus was noted on one piece of native tissue. Multiple devices and the receipt condition of the valves made it difficult to determine stent fractures and mineralization using radiography. The device history records were reviewed and showed that these devices met all manufacturing specifications for product released to distribution. Based on the available information and analysis, the reason for explant of this transcatheter valve was due to stent fracture, hemodynamic changes and regurgitation. The melody instructions for use indicate that stent fracture is a possible risk factor due to the complex cyclic stresses related to the cardiac cycle and prominent mechanical stresses on the outflow tract stent such as compression between the anterior chest wall and heart. "In patients with stent fracture and significant associated rvot obstruction or regurgitation, reintervention should be considered in accordance with usual clinical practice" p.7.